Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID b3400060m lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that both the extension and ins were removed on mar-09. The cause of the impedance issue was most likely the extension as it was broken during removal. The revision resolved the issue.

Event description:
It was reported that the patient had about 2 week history of returning tremor symptoms. There were no falls reported. Impedance results included high and low impedances, changing with manipulation of the implantable neurostimulator (ins) in pocket. Revision surgery is planned for (B)(6). The issue has not been resolved.

Manufacturer narrative:
Concomitant medical products. The main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(4), ubd: 23-jul-2024, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(4), ubd: 15-jun-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned devices were subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned b35200 passed all testing in the laboratory and no anomalies were identified. The returned extension, serial number (B)(6), found the proximal end of the conductor to be broken and the body outer insulation was separated at the tube overlap joint. The returned extension, serial number (B)(6), proximal end of the conductor to be broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned devices were subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned b35200 passed all testing in the laboratory and no anomalies were identified. The returned extension, serial number (B)(6), found the proximal end of the conductor to be broken and the body outer insulation was separated at the tube overlap joint. The returned extension, serial number xxx, proximal end of the conductor to be broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.